Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure device was in a few pieces') and device dislocation ('migration of essure device location of device: outside uterus') in a 37-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6)2014, bloating and pelvic pain. Concurrent conditions included drug allergy (reaction: hives/urticaria,) and drug allergy (reaction: hives/urticaria.). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced menorrhagia ("heavy menstrual periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced abdominal pain ("abdominal pain"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced migraine ("migraines"), 4 months 23 days after insertion of essure. On (B)(6)2015, the patient experienced mood swings ("extreme mood swings"). In (B)(6)2015, the patient experienced rash ("rashes or skin conditions type: rash on lower abdomen"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower left abdomen"), dyspareunia ("pain during intercourse"), headache ("headaches,"), fatigue ("fatigue,") and adnexa uteri cyst ("other injury(ies) or complication please describe: tubal cyst") and was found to have weight increased ("weight gain,"). The patient was treated with diphenhydramine hydrochloride (benadryl a) and surgery (hysterectomy with bilateral salpingectomy and laparoscopic bilateral salpingectomy was performed to remove essure coils). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, abdominal pain and dyspareunia outcome was unknown and the abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal discharge, rash, mood swings, migraine, headache, fatigue, weight increased, alopecia and adnexa uteri cyst had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy to remove the essure coils from her body. It was noted in the surgical report that the right essure device was in a few pieces. Plaintiff currently using as unspecified contraception injection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6)2015: result: total bilateral occlusion,successful essure procedure with bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, abdominal pain, para tubal cysts quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. On 18-sep-2019: pfs received : explant date of essure updated. Onset date of the event skin rash on lower abdomen updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure device was in a few pieces') and device dislocation ('migration of essure device location of device: outside uterus') in a 37-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2014, bloating and pelvic pain. Concurrent conditions included drug allergy (reaction: hives/urticaria,) and drug allergy (reaction: hives/urticaria.). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced abdominal pain ("abdominal pain") and rash ("rashes or skin conditions type: rash on lower abdomen"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced migraine ("migraines"), 4 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced mood swings ("extreme mood swings"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), headache ("headaches,"), fatigue ("fatigue,"), adnexa uteri cyst ("other injury(ies) or complication please describe: tubal cyst") and abdominal pain lower ("lower left abdomen") and was found to have weight increased ("weight gain,"). The patient was treated with diphenhydramine hydrochloride (benadryl a) and surgery (hysterectomy with bilateral salpingectomy and laparoscopic bilateral salpingectomy was performed to remove essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, abdominal pain and dyspareunia outcome was unknown and the menorrhagia, mood swings, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, adnexa uteri cyst and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy to remove the essure coils from her body. It was noted in the surgical report that the right essure device was in a few pieces. Plaintiff currently using as unspecified contraception injection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion, successful essure procedure with bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, abdominal pain, para tubal cysts. Most recent follow-up information incorporated above includes: on 10-sep-2019: medical records received , new reporter , essure lot number, concomitant condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure device was in a few pieces') and device dislocation ('migration of essure device location of device: outside uterus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating and pelvic pain. On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced menorrhagia ("heavy menstrual periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In june 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced abdominal pain ("abdominal pain") and rash ("rashes or skin conditionstype: rash on lower abdomen"). In july 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced migraine ("migraines"), 4 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: extreme mood swings"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), headache ("headaches,"), fatigue ("fatigue,"), adnexa uteri cyst ("other injury(ies) or complication please describe: tubal cyst") and abdominal pain lower ("lower left abdomen") and was found to have weight increased ("weight gain,"). The patient was treated with diphenhydramine hydrochloride (benadryl a) and surgery (hysterectomy with bilateral salpingectomy and laproscopic bilateral salpingectomy was performed to remove essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, abdominal pain and dyspareunia outcome was unknown and the menorrhagia, mood swings, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, adnexa uteri cyst and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy to remove the essure coils from her body. It was noted in the surgical report that the right essure device was in a few pieces. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on 16-nov-2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, abdominal pain, para tubal cysts. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs and mr received : reporter added, patient demographic added, essure removal date added, product indication updated. Events added- mood swings, abnormal bleeding (vaginal) rash on lower abdomen, migraines , headaches, device dislocation, dysmenorrhea (cramping), vaginal discharge,fatigue, weight gain, hair loss, adnexa uteri cyst and abdominal pain lower. Events outcome updated, events onset date, events severity, treatment drug, medical history added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure device was in a few pieces') and device dislocation ('migration of essure device location of device: outside uterus') in a 37-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2014, bloating and pelvic pain. Concurrent conditions included drug allergy (reaction: hives/urticaria,) and drug allergy (reaction: hives/urticaria). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower left abdomen"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("heavy menstrual periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditionstype: rash on lower abdomen"), mood swings ("extreme mood swings"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue,"), alopecia ("hair loss"), adnexa uteri cyst ("other injury(ies) or complication please describe: tubal cyst") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain,") and hormone level abnormal ("hormonal changes"). The patient was treated with diphenhydramine hydrochloride (benadryl a) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, abdominal pain and dyspareunia outcome was unknown and the abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal discharge, rash, mood swings, migraine, headache, fatigue, weight increased, alopecia, adnexa uteri cyst, genital haemorrhage and hormone level abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy to remove the essure coils from her body. It was noted in the surgical report that the right essure device was in a few pieces. Plaintiff currently using as unspecified contraception injection. Discrepancy noted: date of insertion (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion,successful essure procedure with bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, abdominal pain, para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure device was in a few pieces') and device dislocation ('migration of essure device location of device: outside uterus') in a 37-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2014, bloating and pelvic pain. Concurrent conditions included drug allergy (reaction: hives/urticaria,) and drug allergy (reaction: hives/urticaria.). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower left abdomen"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("heavy menstrual periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: rash on lower abdomen"), mood swings ("extreme mood swings"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue,"), alopecia ("hair loss"), adnexa uteri cyst ("other injury(ies) or complication please describe: tubal cyst") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain,") and hormone level abnormal ("hormonal changes"). The patient was treated with diphenhydramine hydrochloride (benadryl a) and surgery (hysterectomy with bilateral salpingectomy and laparoscopic bilateral salpingectomy was performed to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, abdominal pain and dyspareunia outcome was unknown and the abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal discharge, rash, mood swings, migraine, headache, fatigue, weight increased, alopecia, adnexa uteri cyst, genital haemorrhage and hormone level abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy to remove the essure coils from her body. It was noted in the surgical report that the right essure device was in a few pieces. Plaintiff currently using as unspecified contraception injection. Discrepancy noted: date of insertion (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion,successful essure procedure with bilateral tubal occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, abdominal pain, para tubal cysts quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received. Reporter information was added. Rcc was updated. Events abnormal bleeding, hormonal changes were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("right essure device was in a few pieces") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual periods") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy was performed to remove essure coils). Essure was removed. At the time of the report, the device breakage, abdominal pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, device breakage, dyspareunia and menorrhagia to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy to remove the essure coils from her body. It was noted in the surgical report that the right essure device was in a few pieces. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: confirmed proper placement of coils. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events including right essure device was in a few pieces. She underwent a laparoscopic bilateral salpingectomy. Device breakage with essure may happen, mainly during difficult insertions. In this case the exact date and mechanism of the event is unknown. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("right essure device was in a few pieces") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual periods") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy was performed to remove essure coils). Essure was removed. At the time of the report, the device breakage, abdominal pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, device breakage, dyspareunia and menorrhagia to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy to remove the essure coils from her body. It was noted in the surgical report that the right essure device was in a few pieces. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: confirmed proper placement of coils. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events including right essure device was in a few pieces. She underwent a laparoscopic bilateral salpingectomy. Device breakage with essure may happen, mainly during difficult insertions. In this case the exact date and mechanism of the event is unknown. This case was classified as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.